Event description:
It was reported that an asymptomatic non-pacing dependent patient presented with an error message reading "possible output circuit damage." Device interrogation showed impedance values were within normal limits. The issue was resolved by reprogramming.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.